Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported low out of range impedance on the left ventricular bipolar and left ventricular tip to rvc was noted on the left ventricular lead upon interrogation. Programming changes were made. Patient was stable before, during, and after post-programming changes.